Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any change in the patient¿s post-operative care due to the prolonged procedure? How long was the delay? Please specify in minutes. Did the needle fall into the patient? If so, please provide the following information: were x-rays taken to locate the needle? Was the needle piece removed from the patient during the same procedure? Does the needle remain in the patient¿s tissue? "What tissue structure is it located? Size of the needle retained. Are any plans in place to remove the needle piece in future?" If retained, what is the surgeon's opinion of consequences to the patient? Were there patient consequences? If yes, please explain. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. At 11:00 am, during the process of using suture to fix the extraocular muscles to adjust strabismus, the needle fell off from the suture and the surgery was interrupted. The suture was replaced and sutured from the beginning. Which increased the patient's operation time, caused the patient to have a bad feeling about the surgery. There were safety risks of damaging the patient's normal eye tissue and causing unsatisfactory postoperative results. No adverse patient consequences were reported. Additional information was requested.